Event description:
It was reported that during a procedure to treat the left anterior descending coronary artery, after a trek balloon dilatation catheter was used for pre-dilatation and held in the left anterior descending coronary artery lesion, a 2.5 x 12 mm xience v stent delivery system (sds) met resistance with the catheter during advancement through a non-abbott 6fr guide catheter and the sds catheter became kinked. The sds was removed without difficulty or resistance. However, returned device analysis found hypotube separation. A second 2.5 x 12 mm xience v sds met resistance with the guide catheter during advancement and the stent dislodged from the sds but remained on the guide wire inside the guide catheter. The guide catheter, guide wire, sds, and dislodged stent were removed as a single unit. The trek remained in the anatomy. A 7 fr guide cath was inserted and the same size sds was successfully advanced. There was no adverse patient effect or clinically significant delay in procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Boston scientific 6fr guide catheter; trek balloon dilatation catheter. The other xience v device is being reported under a separate MFR report. Evaluation summary: analysis of the xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon, and contrast in the inflation lumen, consistent with preparation and the sds advanced into the guiding catheter. The stent was dislodged from the balloon and not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were three bends in the hypotube shaft. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. To help ensure this type of damage is not the result of a manufacturing deficiency, during manufacturing, all sds are 100% checked for damage and crimped stent profile. The guiding catheter used in the procedure was not used therefore it is unknown how it may have contributed to the reported difficulties. During testing the returned sds was not advanced through a new guiding catheter due to the noted stent dislodgement. In this case, it was reported that a trek catheter was also noted to be inside the guiding catheter, which likely contributed to the reported resistance. It is likely that as the sds was advanced, it interacted with the other catheter and the stent dislodged as there was no damage noted to the stent during the inspection prior to use which suggests a product deficiency did not contribute to the reported difficulties. A review of the device lot history record did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint handling database was performed and revealed no other incidents for stent dislodgements reported for this lot. There is no indication of a lot specific product quality deficiency.